Event description:
Additional information was received from a healthcare professional via a clinical study. The patient's therapy was suspended on (B)(6) 2015. On (B)(6) 2015 the proximal portion of the catheter and pump were explanted/not replaced. The event resulted in in-patient hospitalization, an emergency room visit and an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the proximal portion of the catheter noted no significant anomalies. The distal portion of the catheter was not returned.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a product surveillance registry regarding a patient receiving dilaudid (1500 mcg/ml at 120.2 mcg/day) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, the patient presented with a postural headache that per the patient had been present since (B)(6) 2015. There was no drainage. The patient had a low grade fever and was sent to the ER where an MRI was obtained and the patient was admitted to the hospital. The MRI was done on (B)(6) 2015 without contrast and the result was noted as "normal". The patient's temperature increased to 102 and the pump site became red and warm to touch. Antibiotics were started and an epidural blood patch was done on (B)(6) 2015 which initially relieved the patient's headache. The cellulitis resolved and the patient was discharged. The patient did okay for a couple of weeks and then the leaking started again on (B)(6) 2015 and a second blood patch was done. On (B)(6) 2015, a dye study and another blood patch were done. The dye study showed the system to be intact. On (B)(6) 2015, the patient was admitted and a lumbar drain was inserted. A neurosurgical consult was obtained. On (B)(6) 2015 an MRI with contrast was done with the result noted as "fluid collection in the epidural space". On (B)(6) 2015 a fourth epidural blood patch was done. Daily they pulled off spinal fluid to reduce pressure with no benefit. On (B)(6) 2015, the distal portion of the catheter was explanted. The event was noted to be related to the device or therapy and related to the implant procedure. The clinical diagnosis was spinal fluid leak. The outcome was reported as "ongoing".